Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient with a dislocated distal radius fracture right was implanted with a two-column plate on (B)(6) 2013. Six weeks post implant a screw broke and patient was returned to the o.r. On (B)(6) 2013 for removal of the broken screw. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
The engineering examination measured the dimensions of the broken locking screw and the dimensions were found to be in compliance with the technical drawings and ao/asif specifications. As the exact lot number is not known, we cannot define the exact manufacturing period and verify the manufacturing documents. Generally we can say that our tan-locking screws were manufactured according to the specifications and to the international norms. The fracture surface shows nothing unusual. The complaint condition is likely the result of an overload. The exact cause of this overload cannot be determined. There is no evidence of a manufacturing fault. The complaint was determined to be indeterminate.